Manufacturer narrative:
Pr number: (B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the co2 functionality failed testing. There was no patient involvement.